Manufacturer narrative:
This was a pediatric pt but according to facility's clinical nurse educator, neither pt injury nor medical intervention was reported/required as a result of this incident. No further pt's info was provided. Facility's clinical nurse educator feels very comfortable with the prisma machines as she did the education for her staff so is not requesting any further training from an intensive care therapy specialist at this time. A gambro technical svcs (gts) field rep inspected the machine. He was unable to retrieve the treatment history on the machine as it had been erased. The machine has been placed back in svc after his intervention with no further incident.